Event description:
A nurse reported that a patient died on (B)(6) 2014. Medical records were reviewed and revealed that the cause of death was due to aspiration pneumonitis secondary to inhalation of food or vomitus. The reporting nurse stated that the patient was not dialyzing at the time of death. The sample was discarded and is not available for return.

Manufacturer narrative:
According to the medical records document titled "death record worksheet" section "cause of death - part I", the causes of death are aspiration pneumonitis, severe debility and failure to thrive., end stage renal disease, and severe copd. Section "cause of death - part ii" list bacterial peritonitis as a significant condition contributing to but not resulting in the event of death. Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has reviewed medical records and investigations are pending. A supplemental report will be submitted upon final review of medical records by the post market clinical physician. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.